Event description:
It was reported the subject rigid video scope device image turned green or pink. There was no harm or injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject rigid video scope device image turned green or pink. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure image turns green or pink was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent and video cable is broken and therefore stripes in image occur. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.